Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc board was resealed and the cmos settings were readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of death or serious injury.